Event description:
It was reported that blood was observed to be leaking from the cvp tubing. The clear tubing coming from the vamp portion of the device had disconnected and fell out during use. Reportedly, the tubing could not be reconnected. Follow up with the hosp indicated that they need to locate the file concerning the reported event. No other info available.